Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "fentanyl tubing primed and inserted into the alaris pump. Staff noted the fentanyl was free flowing from the tubing after closing the door to the alaris pump. Staff clamped the tubing and removed it from the alaris pump." There was no report of adverse event to the patient.

Manufacturer narrative:
Received new event details from the customer on (B)(6) 2018. Revise reportability to non reportable malfunction- complaint file updated.